Event description:
It was reported that the insulin pump had an electrostatic discharge. The reporter did not know the blood glucose reading. He stated that he took the batteries out and set the insulin pump for 24 hours. He also observed that none of the buttons were responsive. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.